Event description:
(B)(6) complaint: the patient states an collamer lens was implanted into the patient's eye. The patient states "post-icl vision looking around the house-10, 15, 20, 30-feet away is not great. It is blurry mid-range vision is annoying." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Date of event: unk. Claim # (B)(4).